Event description:
Intra-aortic balloon pump alarmed "unable to calibrate sensor." X-ray showed catheter's proximal end was in the common iliac vessel; physician reviewed x-ray and noted catheter was kinked. Catheter removed by physician.